Event description:
It was reported that it never worked. Patient had not tried other programs. Patient reports since implant (B)(6) 2014, the device has never worked. Symptoms reported were no therapeutic effect. The device had never worked since implant as well as patient states her ins was sticking out and you can see through the skin. The patient did not know when this started but states it¿s been gradual and was flat when she first got the unit in. The hcp(healthcare provider) was wanting to reposition the battery as its moved and was sticking out. Additional information from patient received seven days later reports the device has never worked and was "flipped on its side". The patient rather have device removed if it wasn't going to be effective. It was later reported that the representative followed up with the patient and they changed her programs. The patient was advised to try this program for a week and if it doesn't work she can try a different one. It was reported that the patient had been on and had only tried program 1 so far. So the representative switched her to program 3 and she was feeling comfortable stimulation at a low setting. The representative spoke with doctor and they were going to try this and a few other settings, if need be, and make sure symptom reduction was there. If so, were going to get her in for a pocket revision to get the generator placement concerns addressed. The patient was diagnosed with gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Event description:
Additional information received from the patient reported the patient was currently trying out different settings to see if they could get relief of symptoms. If it works, they would schedule with their doctor to have the battery re-positioned. If it doesn't work, they would discuss having it removed.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-28, lot# va0j8cr, implanted: (B)(6) 2014, product type: lead. (B)(4).